Manufacturer narrative:
Physio-control further evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event. The customer advised that the patient was being monitored at the time of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control then downloaded the device's electronic records for review. Upon review of the electron records, physio-control was able to verify the reported unexpected loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event. There was patient use associated with the reported event. The customer advised that the patient was being monitored at the time of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.